Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, and toxic amounts of cobalt chromium metal ions. Patient also has a limp and walks with a cain.update 11/5/15-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative ntoe indicated pain, pseudotumor, metal staining, and loose cup/screws. No labs were provided for the alleged high metal ions. The cup and 2 screws are being added and part/lot is being updated. The complaint was updated on: 11/17/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the 411712 and 413426 lot codes. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining product and lot code combinations. The investigation can draw no conclusions with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.